Event description:
Complainant alleged that the medics were responding to a call for a patient who was in cardiac arrest. The patient was found supine in bed in pulseless and apneic. The patient was taken from the bedroom to the living room, and patient CPR was initiated. Electrodes were applied to the patient, and it was determined that the patient was presenting a ventricular fibrillation heart rhythm. The medics attempted to defibrillate the patient, but the device did not discharge. The medics then defibrillated the patient using device paddles without further incident. The patient was transported to the hospital. Upon arrival at the hospital, the patient was presenting an idioventricular heart rhythm, with 70 beats per minute, and was not profusing. The patient subsequently expired. The complainant indicated that the stat pad multi-function electrodes (lot number unknown) were discarded subsequent to the event.